Manufacturer narrative:
An event of device embolism less than 24 hours after the device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the physician though the device was undersized, which contributed to the device embolization. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 28 june 2023, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was successfully implanted. The occluder had been sized using a transesophageal echocardiography. There had been no difficulty implanting the occluder and no report of multiple manipulations of the occluder during procedure. Less than 24 hours post-implant and prior to discharge, it was noted via routine a transthoracic echocardiogram (tte), that the occluder had embolized into the patient's abdominal aorta. The embolized occluder did not cause an obstruction/blockage of blood flow in the patient. The decision was made to perform a computed tomography angiography (cta) and a subsequent, explant of the occluder using a percutaneous transcatheter retrieval device with dedicated retrieval catheter. The patient did have not any other symptoms associated with this event. However, the patient did require a prolonged hospitalization due to this event. The patient was reported as in good condition. It's believed that the cause of embolization of the 25-18mm amplatzer talisman (pfo) occluder is due to undersizing of the occluder.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was successfully implanted. The next day, before patient discharge, it was seen that the device had embolized via transthoracic echocardiogram (tte). The device was recovered and successfully explanted. The patient was reported as in good condition.